Event description:
It was reported that this inflatable penile prosthesis was not operating properly. A revision surgery was performed and reservoir fluid loss was detected. The device was explanted and replaced. No patient complications were reported.